Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. Therefore, the reported allegation of metal tip rupture could not be confirmed. However, the instructions for use (IFU) were reviewed. The IFU state: do not bury the tip in tissue. Do not retract or probe tissue with the device. It is likely that the fiber overheated when it was buried in tissue, causing the alleged metal tip rupture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after using 29688 joules and 11 minutes and 6 seconds of fiber use, there was a metal tip rupture. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The hene (helium-neon) functional test found no breaks along the fiber length. The fiber passed the tests for connector function. Microscopic inspection identified that the fiber tip was detached. It is likely that the damaged occurred when excessive force was inadvertently applied to the fiber as it was removed from the package, as it was inserted into the scope, as it was being used during the case, or any combination of thereof. Therefore, the reported fiber tip break was confirmed. The device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Ensure that distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). The interaction between the user and device, most likely caused or contributed to the observed fiber tip damage.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after using 29688 joules and 11 minutes and 6 seconds of fiber use, there was a metal tip rupture. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after using 29688 joules and 11 minutes and 6 seconds of fiber use, there was a metal tip rupture. The procedure was completed using another fiber. There were no patient complications reported.